Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the first inflation, the pta balloon catheter allegedly would not deflate. It was further reported that the health care provider used an inflation device to over inflate the balloon and cause it to rupture. Reportedly, the balloon catheter was removed without incident. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned. A visual inspection found a longitudinal rupture extending for the majority of the balloon length. Per the reported event details, the user over-inflated the device to rupture the balloon, as the device allegedly could not be deflated. Therefore, the investigation is confirmed for a use-of-device issue. The investigation is inconclusive for the reported deflation issue, as the device was unable to be functionally tested due to the longitudinal rupture. The definitive root cause for the reported deflation issue could not be determined based upon the available information. Per the reported event details, the user over-inflated the device to rupture the balloon, as the balloon could allegedly not be deflated after dilatation. The current instructions for use states to not exceed the rbp recommended for the device, and to remove the balloon catheter and introducer sheath/guide sheath as a single unit, if resistance is felt during post procedure withdrawal of the device. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter is a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Event description:
It was reported that after the first inflation, the pta balloon catheter allegedly would not deflate. It was further reported that the health care provider used an inflation device to over inflate the balloon and cause it to rupture. Reportedly, the balloon catheter was removed without incident. No further treatment was provided. There was no reported patient injury.